Event description:
It was reported that 2 syringe 50ml ll experienced leakage past the stopper/plunger which was noted during use. The following information was provided by the initial reporter: 2 seperate very simillar incidents within 24 hours. Event a: drug inside syringe leaks "backwards" through rubber seal.. Event b: withdrawn drug ends up behind silicon rubber and ends up behind plunger.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1902237, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902237 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 50ml ll experienced leakage past the stopper/plunger which was noted during use. The following information was provided by the initial reporter: 2 separate very similar incidents within 24 hours. Event a: drug inside syringe leaks "backwards" through rubber seal. Event b: withdrawn drug ends up behind silicon rubber and ends up behind plunger.